Event description:
The customer reported via phone call that the insulin pump alarmed button error. The buttons on the insulin pump were not working. The numbers scrolled up when she attempted to bolus. Customer's blood glucose level was 77 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit was received with minor scratches on lcd window, cracked case at reservoir tube window corners, and battery tube threads.